Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash is under the right breast and under both pad on the pt back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed prednisone steroid pills and a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.